Event description:
It was reported when the device was used during a bowel resection procedure, the staples did not form correctly. The case was completed using sutures. There was no patient consequence.